Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the programmer found a loose electrocardiogram (ECG) connector on the link electronic module (lem) printed circuit board assembly. It was noted a keyboard screw was missing. (B)(4)

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.